Event description:
The customer claims that the alarm has power but an intermittent alarm tone when pressure is off the pad. The customer tested the alarm with new batteries and a new sensor. There no other damage on the alarm reported by the customer. There was no pt contact.

Manufacturer narrative:
(B)(4). Eval results: eval of the product found that the alarm has power and the lcd display is partial. Sensor # 1 port has bent pins and the connection is intermittent. Sensor # 2 port has damage and does not detect when a sensor is connected. The fail safe sounds when it shouldn't. (B)(4).